Event description:
It was reported that the customer experienced a high blood glucose level of 450 mg/dl. Her most recent blood glucose level was 118 mg/dl. The customer had a diagnostic test done that put her half to sleep and since then the customer's blood glucose levels were high. In the alarm history multiple no delivery alarms were found and when the infusion set was removed she found a bent cannula. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.